Event description:
A user facility reported noticing the serial number label was partially broken off and loose in the airway tube when inserting the lma into a pt. The lma was removed and replaced with another. There was no pt injury or problem. The device has been returned to lma north america and will be forwarded to the MFR for eval.